Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk ICD, implanted: (B)(6)2011. (B)(4).

Event description:
It was reported that the patient has been hearing an alert tone once a day. The patient also mentioned that they felt a "twinge of pain the other day where the pacemaker is". The patient also stated that they have a "defective lead wire". The device and leads remain in use. No further patient complications have been reported as a result of this event.